Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the fenestrated bipolar forceps instrument had a broken conductor wire. The instrument was removed and replaced with a backup. Following this, the user continued with the procedure without further issues. No fragment fell into the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.